Event description:
The patient visited emergency and were performed a minor surgery to clean infected infusion site due to, they had a growing lump, red, warm, which was rapidly growing and with increasing pain and received treatment intravenous antibiotics.

Manufacturer narrative:
Customer entity: (B)(6) country: united states street: (B)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.